Event description:
(B)(4) major cramping, heavy bleeding several times a month. Headache backache nausea. Abdominal pain.

Event description:
(B)(4). Had a total hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2016.